Event description:
The report was derived from an open conference supporting studies on clinical outcomes and patient experience following intraocular lens (iol) exchange with a full visual range multifocal iol. It was reported that, following implantation of a preloaded multifocal intraocular lens (iol), odyssey model (unknown serial number), the patient experienced bothersome halos and glare both during the day and at night, peripheral vision blur, a film-like effect across the entire field of view, shadowing of letters at intermediate to near distances, light streaks, and hazy, foggy vision. The lens was subsequently explanted during a secondary surgical procedure and replaced with a non¿johnson & johnson lens. Post-replacement, the patient reported fewer halos and starbursts, improvement in peripheral vision blur, reduced shadowing in high-contrast scenarios, better intermediate and reading vision, improved contrast, and overall increased satisfaction with visual outcomes. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2026. Section d4: model number: unknown, as the serial number was not provided. The lens was stated to be an odyssey intraocular lens (iol). Section d4: catalog number: unknown, as the serial number was not provided. The lens was stated to be an odyssey intraocular lens (iol). Section d4: serial number: unknown; information was requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section e1: (email address): unknown/ not provided. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Section h6: health effect - clinical code: 2140 - visual disturbances (this code is used for the reported glare surgical intervention required & visual disturbance- dysphotopsia- requiring surgical intervention issues). Section h6: health effect- impact code: 4619 - temporary impairment (this code was used for the reported glare surgical intervention required; halo vision- surgical intervention required; visual disturbance- dysphotopsia- requiring surgical intervention issues & visual disturbance - starburst - surgical intervention required). An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.